Manufacturer narrative:
DHR review: a full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Video review: an additional review of an in process video taken after loading of the main body and proximal extender devices was performed. This video acts as a record that the device meets the inspection requirements for a loaded implant. This video confirmed that the devices were packed into the delivery systems in accordance with company work instructions, for packed sg-hbb and sg-hpe devices. Case review: initial procedure was performed on (B)(6) 2015. The stent graft was implanted as per lombard medical's instructions for use. A small type 1a endoleak was present at the end of the procedure. The leak was reduced but follow up was required. On an unknown date, surgical intervention occurred and the patient underwent open repair surgery in order to resolve the endoleak. During this intervention, the proximal section of the main body stent graft was removed. It is not standard practice nor is it recommended to remove parts of the stent graft surgically as this compromises the integrity of the implant. Lombard medical does not have any data to support the long term performance of this stent graft as the structural integrity has been compromised. Further information has been requested in order to further investigate this event, however no information as of this date, has become available. Based on the initial information that has been supplied to lombard medical and the lack of additional patient information available, it is not possible to ascertain the root cause of the endoleak. Endoleaks are an anticipated complication following evar procedures and are normally resolved by implantation of a proximal extender via an endovascular approach. Lombard medical now intends to close this file however, if details become available at a later date, this complaint will be re-assessed and further investigation will be performed if necessary. IFU review: potential adverse events related to the procedure or device malfunction include, but are not limited to: endoleak. Conversion to open repair. Risk analysis: lombard medicals hazards risk analysis has been reviewed and type 1a endoleak is listed in it. No further update is required. The current event rate for type 1a endoleak is within clinical expectations. Conclusions: the risk / benefit remains acceptable however lombard medical will continue to track and trend in accordance to quality system procedures. Lombard medical now intends to close this complaint file. Not returned to manufacturer.

Event description:
(B)(4).

Manufacturer narrative:
DHR review: a full review of the device history record for this device has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Further investigation is being performed and a report shall be filed upon conclusion. Not returned to manufacturer.

Event description:
The original procedure was performed on the (B)(6) 2015. At the end of the procedure, a type 1a endoleak was observed and reduced by repeated ballooning . At that time, the physician decided to monitor the type 1a endoleak on follow up imaging. Post-operative CT scan performed 48 hours after the original procedure showed a small leak still present. On an unknown date following the post-operative CT, the physicians decided to treat the 1a leak surgically. The patient underwent an open repair. The proximal section of the main body stent graft was removed and a surgical prostheses used to extended the remaining section of the stent graft to the infrarenal aorta. The patient is recovering from surgery. (B)(4).